Event description:
It is reported that the universal modular electric/battery double trigger handpiece is running without user input. The event timing was reported as prior to surgery; thus the surgery time was not extended, there was no harm, injury or adverse event to patient/operator noted, no medical intervention/additional surgical procedure required.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.